Event description:
It was reported that the patient presented in the hospital for unrelated reasons. The right ventricular lead exhibited noise on telemetry resulting in ventricular pacing inhibition. No patient symptoms were reported. All lead measurements were normal and no externalizations were noted through imaging. The lead was capped on (B)(6) 2017. The patient was stable after the procedure and will be monitored.